Event description:
The customer stated that she was hospitalized with a high blood glucose reading of 773 mg/dl. The customer also stated that the screen is blank on the insulin pump. The customer performed troubleshooting, but the insulin pump continued to have a blank screen. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken component on the interface board. Unable to perform functional tests due to the blank display.